Manufacturer narrative:
The local area sales representative stated that by adjusting the lv lead configuration, normal impedance was able to be achieved. To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was surgically abandoned due to the continued high pacing impedance observations, which were alleged to be due to a lead fracture that occurred at the suture sleeve tie down site. No adverse patient effects were reported.

Event description:
Boston scientific received information that the acute cardiac resynchronization therapy defibrillator (crt-d) in association with this chronic transvenous left ventricular (lv) lead exhibited greater than 2,000 ohms pace impedance in the tip to ring configuration. This occurred during the crt-d implant procedure, during testing. From tip to can, pacing impedance was within normal range at 571 ohms. It was recommended that the local area sales representative check the two lv tip configurations without including the ring and to then verify if the measurements were normal. There were no reported adverse patient symptoms associated with these clinical observations.